Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 32 indicating a motor processor communication error, and the user also experienced prolonged hyperglycemia while using a dexcom g7; the user reported routinely reusing cartridges for 5¿6 days and was unable to proceed with a rewind despite restarts, after which a replacement ilet was arranged. Symptoms included thirst associated with hyperglycemia up to 400 mg/dl for about two hours. Outcomes included the user switching to backup therapy without medical intervention. Investigation included device-level troubleshooting, user education on proper supply use, attempts to restart and rewind, and coordination for device replacement and return for evaluation. Investigation of this case revealed a device malfunction related to the pump motor control communication pathway consistent with an alert 32 condition, with potential contribution from extended cartridge reuse. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction with user-related contributing factors.